Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 12277338,12272578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, fatigue and headache outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: essure explant date (B)(6) (year not specified). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Lot number: 12272578, manufacturing date: 2005/03, expiration date: 2006/11. Lot number: 12277338, manufacturing date: 2005/06, expiration date: 2007/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 12277338,12272578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, fatigue and headache outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: essure explant date (B)(6) (year not specified). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Case upgraded to incident. Events per pfs: abnormal bleeding (general). Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.